Event description:
Positive ana, brain fog, severe joint pain, vision loss, severe memory loss, chronic fatigue. Hypothyroidism, ra, dehydration, frequent urination 6x an hour, insomnia. FDA safety report ID # (B)(4).